Event description:
Report received of a pump having an internal blackened area which indicated internal arcing. The pump was received from clinical service with the complaint that the pump "does not turn on". The customer's biomedical engineer noted that the pump had a swollen battery. During further inspection, it was oted that the pump had a blackened area inside the pump, indicating arcing. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, there was no further info available.